Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, urination abnormal nos, gravida I, parity 1, uterine bleeding, amenorrhea, urinary tract infection and gastroesophageal reflux disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune like symptoms"), headache ("headache"), fatigue ("fatigue"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (endometrial ablation). At the time of the report, the genital haemorrhage, pelvic pain, autoimmune disorder, headache, fatigue, arthralgia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: trailing coils: left: 4 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-dec-2013: both fallopian tube are occluded by essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, urination abnormal nos, gravida I, parity 1, uterine bleeding, amenorrhea, urinary tract infection and gastroesophageal reflux disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune like symptoms"), headache ("headache"), fatigue ("fatigue"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (endometrial ablation). At the time of the report, the genital haemorrhage, pelvic pain, autoimmune disorder, headache, fatigue, arthralgia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: trailing coils: left: 4 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (b)(6 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.